Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was "High", although specific value was not provided on (b)(6)2026. The elevated BG was addressed by a correction injection via manual insulin therapy. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.